Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer found drawer 3 half height was causing the main cabinet to go down, confirmed that both drawer controller boards and the pyxis bus module board were faulty, replaced all three boards and performed testing in the hardware test application (hta), confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station had no power. Reported issue had led to unexpected sudden shutdown of the system. However, there were no delay or adverse events or injuries reported based on this event.